Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was broken at the wrist joint, out of alignment and unusable. Difficulty removing from the trocar but was able to do so without injury to patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not bent, it was misaligned/dislocated at the wrist of the instrument. There was no tissue entrapment. No fragments fell inside the patient. There was no injury to patient. The instrument was removed with some difficulty, though without injury to the patient. The procedure was completed with a back up instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent causing issues reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The complaint regarding the instrument is broken at the wrist joint; out of alignment and unusable was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.